Event description:
It was reported by service report that the bed motions were not working; the scale was not functioning correctly, and the bed extender cable was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the motion lock was engaged. Faulty head-end right load cell. Damaged bed extender cable.